Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of occlusion on the reservoir. The customer's blood glucose level was 5.4 mmol/l at the time of the incident. The customer stated that she changed the bottle of insulin and it did not work. The customer mentioned that she was not able to withdraw insulin from the vial. The product was not returned for analysis.